Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
The stent was knocked off the balloon due to calcified vessel. The patient was taken to the operating room, positioned, prepped and draped in the usual manner. A right groin incision was made, dissection was carried above the inguinal ligament and the retroperitoneal space was entered. The external iliac was identified, was a soft vessel, and it was looped with a vessel loop for proximal control. Dissection was then carried down to the superficial femoral and common femoral arteries. A search in the subcutaneous tissue for the stent was done. Fluoroscopy was checked. It appeared that the stent was in the femoral artery. An arteriotomy was made in an area where hardening of the artery was present and only atherosclerotic change was found. This transverse arteriotomy was closed with 6-0 prolene. Dissection was carried upward until an end-of-the-wire-like object was encountered. This was tugged on and dissection was carried up into somewhat dense scar tissue and the snare was removed. It had come out of the stent; however, the stent was still in place. Further dissection in this area revealed the stent and it was bunched up in a small metallic ball. It was extracted and the exit port of the catheter bled. Proximal control was encountered. At 3,000 units of heparin had been given prior to opening the artery. The stent was removed also. Bleeding was controlled, and the arterial puncture site is oversewn with 6-0 prolene and 5-0 prolene suture. Control was released and good pulses were returned in the femoral artery and the distal superficial femoral. This was also checked with a doppler. The area was irrigated. Some diffuse oozing was present. Fifty milligrams of protamine was given to reverse the heparin and floseal was placed in the area. This oozing appeared to slow and stop with this regimen, and bacitracin irrigation was used. When all appeared satisfactory, the retroperitoneal space was sutured with 3-0 vicryl, the subcutaneous tissue closed with 3-0 vicryl, the skin closed with 4-0 monocryl. A check of the foot showed satisfactory pulses, although weak, good color and temperature. Sterile dressings were applied. The patient was taken to the recovery room in satisfactory condition without complication. Final check with the fluoroscope showed no evidence of residual foreign body.